Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross an unspecified lesion with a taxus express2 3.0x24mm drug eluting stent, but was unable to cross the lesion. The device was removed and upon removal it was noted that the proximal edge of the stent was flared and was unable to be retracted through the guide catheter. The entire system was removed as a unit. The procedure was unable to be completed. No pt complications occurred. Pt status is satisfactory.